Manufacturer narrative:
Bec has classified this event as a low occurrence. No other reports of similar incidents were found in the hazard database. Root cause is attributed to a sensor failure and faulty error recovery. Bec identifier for this report is (B)(4).

Manufacturer narrative:
This follow up report is submitted to correct MFR report number and contact office - manufacturing site.

Event description:
A beckman coulter, inc. (Bec) software development employee reported that the unicel dxh 800 coulter cellular analysis system's sample aspiration module (sam) began to move in the x direction (i.e., left and right direction) while the stripper was still engaged with the specimen tube. This movement was not the expected behavior. The issue was identified during execution of a v/v test procedure of the sam to generate an error condition to simulate the "stripper already home" message, which occurs before the specimen tube is unlocked from the stripper. The testing resulted in a "fail" status resulting from a sensor failure and faulty error recovery from the error condition. There was no affect to the operator. However, it was determined that tube breakage is possible if movement of the sam occurs while the stripper is still engaged with the specimen tube. The operator was wearing personal protective equipment (ppe) including lab coat and gloves at the time of this event.